Event description:
There was a partial migration of the electrode array in 2018, however, the user had good results with the device. Lately however, there have been difficulties with speech understanding and she does not want to wear the processor anymore. There is no report of a trauma or accident. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively out of cochlea. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
There was a partial migration of the electrode array in 2018, however, the user had good results with the device. Lately, however, there have been difficulties with speech understanding and she does not want to wear the processor anymore. There is no report of a trauma or accident. The user was re-implanted. According to the device explant form 4 channels were extra-cochlear.